Event description:
As reported by the patient's attorney, a polyform synthetic mesh was implanted on (B)(6) 2015. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. ***additional information received on (B)(6) 2020*** it was reported to boston scientific corporation that a polyform synthetic mesh was implanted into the patient during a procedure performed on (B)(6), 2015. As reported by the patient's attorney, the patient underwent a revision procedure consisted of: robotic removal of sacral colpopexy mesh (partial), serosal repair of small bowel, combined anterior and posterior repair, sacrospinous ligament colpopexy and cystourethroscopy on (B)(6) 2017 due to chronic abdominal and pelvic pain, cystocele, vaginal vault prolapse, and rectocele.

Manufacturer narrative:
Patient codes 3191 and 1994 capture the reportable events of revision surgery and pain. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported.

Event description:
As reported by the patient's attorney, a polyform synthetic mesh was implanted on (B)(6) 2015. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.